Manufacturer narrative:
DHR analysis: by checking the sterilization charts of the lots involved, no pre-existing anomaly was found: on a total of (B)(4) liners manufactured with lot#: 1414479, ster #: 1500026; on a total of (B)(4) connectors manufactured with lot#: 1504982, ster#: 1500135; on a total of (B)(4) glenospheres manufactured with lot#: 1506244, ster#: 1500148; we can state that the overall number of components had been properly sterilized before being placed on the market. Explants analysis: no explants available to be returned to lima corporate for further analysis. Xrays analysis: complaint source informed us that no x-rays related to primary and/or first smr reverse revision are available. With the only few info received and based on our analysis, we cannot estimate a certain root cause for the infection reported. By our sterilization charts check, all the components implanted on (B)(6) 2015 have been correctly sterilized before being placed on the market. Case not product related. Pms data: according to our pms data, smr reverse revision rate due to infection is (B)(4). None of the cases we could investigate were classified as product related. No corrective actions planned for this case. Limacorporate will keep monitored the market. The investigation was completed on may 2019 but unfortunately a final report was not submitted. This is a final MDR report with conclusions of the investigation performed.

Event description:
Revision surgery due to infection by p. Acnes occurred on (B)(6) 2019. Primary surgery took place on (B)(6) 2015. During revision, only glenosphere (code#: 1374.50.400, lot#: 1506244), taper (code#: 1374.15.310, lot#: 1504982), and liner (code #: 1365.09.020, lot#: 1414479) were removed, whereas the stem, reverse body, metal back and screws were left in situ. Surgeon conducted an extensive washout, and replace components. Event occurred in australia.

Manufacturer narrative:
By checking the sterilization charts of the lot#s involved (lot # 1506244, ster. # 1500148; lot # 1504982, ster. # 1500135; lot # 1414479 ster. # 1500026), no anomaly was found, thus we can state that these components had been properly sterilized before being placed on the market. We will provide a final MDR once the investigation will be concluded.

Event description:
Revision surgery due to infection by p. Acnes occurred on (B)(6) 2019. Primary surgery took place on (B)(6) 2015. During revision, only glenosphere (code #1374.50.400, lot#1506244), taper (code #1374.15.310, lot#1504982), and liner (code #1365.09.020, lot# 1414479) were removed, whereas the stem, reverse body, metal back and screws were left in situ. Surgeon conducted an extensive washout, and replace components. Event occurred in (B)(6).